Event description:
The customer reported via phone call that the insulin pump alarmed motor error during cannula fill, the device did a reset and the setting got erased. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence, prime but could not fill the cannula. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.